Manufacturer narrative:
Evaluated one opened/used reservoir and performed fill reservoir. Reservoir failed per specification and found transfer guard needle occluded.

Event description:
It was reported via phone call that the customer was changing tubing and reservoir plunger wouldn't allow insulin to flow through the tubing. The customer's blood glucose was 145mg/dl.